Event description:
It was reported that the user¿s ilet bionic pancreas was not receiving readings from a dexcom g7 continuous glucose monitor (cgm) sensor, and the system displayed a start sensor option and the user had no started the sensor; the user was coached to enter the pairing code, indicating an incorrect procedure or usage issue with pairing and no applicable device sub-assembly involvement. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to pairing steps for the cgm. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.